Event description:
Customer using masimo lncs neo sensor on newborn baby. Customer complains of erroneous readings on the panda. They express that spo2 displays but pulse rate is erroneous. Often the monitor does not pick up any signal for extended amount of time before displaying a reading that is questionable. They experienced that if they cover the site with a blanket, the panda seems to read better and more consistent. Masimo cs for an site visit. After education assistant nurse decided to put sensitivity into max and 2-4 second averaging as a default setting. Biomed technician form hospital came on site to change configuration on the 2 panda warmers. Advised care to be taken with max sensitivity. New cable and new lncs neo sensor. No samples customer observation is that the panda warmer seem to be extra sensitive to light source in comparison to the rad 5 they use on loder beds with no spo2 and on their dash 500 with masimo.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.